Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04074. It was reported during an ipg replacement procedure on (B)(6) 2021 (manufacturer reference number: 3006705815-2021-02953), the leads were showing invalid impedances. In turn, physician elected to explant and replace both leads. This addressed the issue.